Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the subject meter's memory was allegedly missing results. The alleged issue could not be resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has not requested the return of the product(s) associated with this complaint.